Event description:
It was reported that a pump malfunction occurred. The customer¿s blood glucose (bg) level was over 300 mg/dl. The customer reverted to multiple daily injections (mdi) as a backup therapy.